Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot root cause: unable to determine. Source: phnoe.

Event description:
Reported one false negative sars result. The consumer communicated it was confirmed by another rapid antigen assay.